Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2017 the patient presented with an abdominal aortic aneurysm and a possible aortic rupture that was intended to be treated with gore® excluder® aaa endoprostheses. During the procedure the trunk-ipsilateral leg component (rlt) was deployed lower than intended. Due to this, the contralateral gate of the device did not open above the aortic bifurcation. The ipsilateral leg and the contralateral gate were both deployed within the right common iliac artery. Since it was not possible to move the device proximally anymore and to open the contralateral gate above the aortic bifurcation, the device was kept at the location where it was deployed and a plug was inserted into the gate. The procedure was converted to an aorto-uni-iliac (aui) procedure and a femorofemoral bypass was implanted. On the following angiography a large type ii endoleak originating from several collateral arteries was visible that the patient seemed to have developed after the treatment of an inflammatory disease of the aorta two months prior to the procedure. The physician decided to convert the patient to open repair. The patient tolerated the procedure.